Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that the reported complaint was unable to be duplicated. There were no low battery or battery calibration required messages recorded in the logs. The log identifies that at various times, multiple shocks were delivered during the event in question. No associated faults based on the customer report were observed in the log the battery involved in the event was not returned for evaluation. Testing was unable to duplicate the customer's concerns. Defib cycles and test shocks with the customer's mfc and adapter passed. The device was recertified for both the charging error and complaint of having to hold down the button to charge. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a " defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.